Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced unexpected battery power loss. Customer blood glucose level is unknown. The customer states receiving a replace battery now, replaced battery and received an alarm again. The customer states battery cap is okay. Customer was assisted with troubleshooting. Customer called again and mention alarm reoccurred. Customer wanted pump to be replace. The pump will return for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed low battery alert and replace battery alert. Insulin pump was received with a high sleep current measurement and the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert and replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.